Event description:
This report was received from (B)(6) and is a solicited report by a nurse from (B)(6) of a break in aseptic technique , bacterial peritonitis with (B)(6) and fever in a patient coincident with (imported) extraneal viaflex and physioneal 40 viaflex therapies for automated peritoneal dialysis (apd). In (B)(6) 2011, the patient experienced a break in aseptic technique, described as patient did not always use mask during pd procedure. On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2011, the patient experienced fever (actual value not reported). On that same date, the patient began remedial therapy with ceftazidime (1 gm, daily, ip) and vancomycin (2 gm, 3 in 3 days, ip). On (B)(6) 2011, the patient went to the hospital for an unknown indication, however, it was not confirmed if the patient required hospitalization. On that same date, extraneal viaflex (B)(4) and physioneal 40 viaflex therapies ip for apd were discontinued. On (B)(6) 2011, the patient began extraneal viaflex (B)(4) and physioneal 40 viaflex therapies ip for continuous ambulatory peritoneal dialysis (capd). The doses were unchanged. The nurse stated that the patient's wife had informed her that the patient did not always use mask during pd procedure. The root cause of the peritonitis was a break in aseptic technique. It was not reported if the patient was retrained in aseptic technique; therefore, the event outcome was unknown. At the time of this report, extraneal viaflex and physioneal 40 viaflex therapies were ongoing and the outcome for the event of bacterial peritonitis with (B)(6) had resolved. It was not reported if the outcome for the event of fever had resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.